Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and replaced. The system software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a software corruption error. Additional information was received from the field service engineer confirming that the system was non-functional as the customer was attempting to utilize another workstation from another system. No patient serious injury or death was reported related to this event.